Event description:
A malfunction was reported on a customer's pump, and there were no notable events preceding the issue. Although the customer's blood glucose level reached 400 mg/dl due to the malfunction, there was no requirement for third-party assistance. The customer had not taken corrective action yet due to a lack of available multiple daily injections (mdis). Technical support provided the customer with information to reset the pump, which resolved the malfunction, as the issue did not recur afterward. The customer was advised to continue using the pump and to call back if the malfunction code recurred, which they understood and acknowledged.